Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer ate and went to enter carbs and nothing could be entered. The customer doesn't recall any significant events leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.